Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated, and the reported issue was confirmed in decontamination where a test mixing pump was needed to cool. The mixing pump was serviced. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour pm procedure on the device. Serviced the circulation pump. Replaced heater, replaced both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of one tank seal due to lifting from the tank. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had been on normothermia therapy for 2 days. The patient met targeted temperature of 37c, but started to spike fever around 15:00. Placed back on therapy at 20:30 with patient temperature 38.1c. Arctic sun device alerted 113 reduced water temperature control. Patient temperature was 38.1c, targeted temperature was 37c water temperature was 33.6c, system diagnostics: outlet monitor temperature 33.6c, outlet control temperature 33.6c, inlet temperature 33.5c, chiller temperature 4.3c, water flow rate was 2.7l/m, inlet pressure -7.1 psi, circulation pump command 66percentage, mixing pump command 100percentage, heater 0, water reservoir level was 5, system hours 7985.7, pump hours 6710.6. Advised that the mixing pump needs to be evaluated and device was not going to be able to cool patient. Nurse believed that they had another unit available. They walked through to stop therapy, drained the pads and connected to new device when available. Biomed had a device that was not reaching cold temperature, ran the unit and it was only able to get to 11.3 degrees when tried to cool to 6 degrees. The chiller temperature was 6.3, device was due for the 2k pm and will be coming in for that 7987 system hours. Per sample evaluation results on 15aug2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been on normothermia therapy for 2 days. The patient met targeted temperature of 37c, but started to spike fever around 15:00. Placed back on therapy at 20:30 with patient temperature 38.1c. Arctic sun device alerted 113 reduced water temperature control. Patient temperature was 38.1c, targeted temperature was 37c water temperature was 33.6c, system diagnostics: outlet monitor temperature 33.6c, outlet control temperature 33.6c, inlet temperature 33.5c, chiller temperature 4.3c, water flow rate was 2.7l/m, inlet pressure -7.1 psi, circulation pump command 66percentage, mixing pump command 100percentage, heater 0, water reservoir level was 5, system hours 7985.7, pump hours 6710.6. Advised that the mixing pump needs to be evaluated and device was not going to be able to cool patient. Nurse believed that they had another unit available. They walked through to stop therapy, drained the pads and connected to new device when available. Biomed had a device that was not reaching cold temperature, ran the unit and it was only able to get to 11.3 degrees when tried to cool to 6 degrees. The chiller temperature was 6.3, device was due for the 2k pm and will be coming in for that 7987 system hours.